Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/21/2024, a sales representative via sems-(B)(4) reported that an ar-1610lg meniscal root locking guide had the spring/internals fall out. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.